Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high bipolar impedance of 1902 ohms, and two high rate episodes that looked like oversensing. The lead remains in use. No patient complications have been reported as a result of this event.